Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow-up, high, out of range, pacing lead impedance was noted on the low voltage right ventricular lead. Upon review, it was noted that the device polarity had switched. The rv lead was reprogrammed to unipolar, and the high impedance issue was resolved. Due to the recent history of the rv lead impedance rise, the physician decided to consider replacing the lead during the normal device change out procedure scheduled for (B)(6) 2019. During the procedure, calcification around the lead tip/ring was noted. The physician suspected that lead tip calcification could have led to a gradual increase in impedance. The physician elected to leave the lead implanted with the new programmed setting since all lead measurements were within normal range and the ventricle was paced less than one percent of the time. The patient was stable, before, during, and after the procedure. The rv lead was found to be operating satisfactorily during the post-operation check on (B)(6) 2019. The patient was discharged home and was enrolled in remote monitoring.